Manufacturer narrative:
Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. The customer used the same finger for both tests. For a second measurement a new puncture of a different finger is mandatory. Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that he received two errors when using coaguchek xs meter serial number (B)(4). He changed the meter batteries and one error was resolved. This patient also stated that he received discrepant values from the meter. At 8:07 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.6 inr. At 8:09 a.m., the patient collected another sample from the same fingerstick and tested it using the meter, resulting with a value of 2.6 inr. The patient reported both values to his doctor. Both the patient and his doctor believe the 2.6 inr value to be accurate and the 3.6 inr value to be inaccurate. The patient's warfarin dose was then reduced from 5 mg. To 2.5 mg. On (B)(6) 2019 based on the value of 2.6 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment. The patient is currently feeling fine. The patient's therapeutic range is 1.9 - 2.9 inr. The patient's testing frequency is once per week. The meter heater plate has not been cleaned. The patient's product was requested for investigation and replacement product was sent to the patient.